Event description:
Poly surface will not properly seat on the tibial tray. Surgeon believes poly articular surface is defective. Tibial tray was removed because same size poly surface was na. Tibial was recut for smaller tray and surface. Surgery was was prolonged 1-1/2 - 2 hrs. Size 7 tibial plate cat # 000597005501, lot # 73279000.